Event description:
A (B)(6) male patient's spouse contacted zoll customer support to report a pulled wire from the distribution node on the patient's electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from strain relief. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged belt. The patient received a replacement electrode belt.